Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per evaluation, no leakage was observed even when pressure was applied on sac. The sample underwent a 7 day leak test and no leakage occurred. There was no leakage from the valve. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the catheter was found outside of the patient. It was also noted that the patient felt bladder pain accompanied with the need to urinate when the catheter was found. There was no medical intervention reported.

Event description:
It was reported that the catheter was found outside of the patient. It was also noted that the patient felt bladder pain accompanied with the need to urinate when the catheter was found. There was no medical intervention reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was found outside of the patient. It was also noted that the patient felt bladder pain accompanied with the need to urinate when the catheter was found. There was no medical intervention reported.